Event description:
Level 1, inc. Received a report that "air columns were observed in the IV channel of the di-60 during infusion with an h-1025." Upon observing the air columns, the hospital staff turned off the h-1025, clamped the lines and disconnected the set from the patient. The hospital has reported that the patient was not affected by this incident.